Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified medication (dose, route and frequency not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.